Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation findings: 3224 - optical problem identified. Investigation conclusions: 19 - cause traced to user. The sample was not returned so a direct investigation could not be performed. Past product complaints were reviewed for similar issues. Based on the information provided, the described issue was most likely due to the following possible causes: the product was either dropped or inadvertently struck by an object, the excessive force was exerted on the endoscope shaft; this could deflect the shaft and lead to the alteration of the internal lens system. The labeling for the device stresses the importance of how fragile the device is and instructs the user to handle the product with extreme care to prevent damage to the device. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the scope was cloudy. It is unknown when this event occurred, whether there was a delay in the procedure, whether there was blood loss, the whether surgery was completed successfully or if there was any patient effect. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 5 2021. Upon further investigation of the reported event, the following information is new and/or changed: b5 (added describe event or problem). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 2645, 4582, 11). Health effect - impact code:2645 - no patient involvement. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Investigation conclusions: 11 - conclusion not yet available. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received indicates the event occurred during setup, there was no delay in the procedure, the product was not changed out and the surgery was completed successfully with no blood loss or patient effect. No patient involvement.